Manufacturer narrative:
Product analysis received and examined the returned product. Visual examination identified the particulate as degraded resin. Degraded resin can collect on the extrusion tooling and be introduced during the manufacturing process. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.